Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" tested at the lab and inr=2.7; the next day, she tested on the meter and inratio inr=1.4. Previous week inr was 1.8 on the meter. Target range is 2.0-3.0. Patient was on amiodarone about 2.5 months ago, but she is now off. She is having problems with her kidneys and is being diagnosed for breast cancer.

Manufacturer narrative:
Investigation pending.